Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united kingdom. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure.

Event description:
Reference number: (B)(4). Event occurred in the united kingdom. It was reported that patient faced infusion set detachment event on 29-nov-2024. The site of detachment was tubing connector detached from infusion set. The insertion site was stomach. The infusion set was in use for 18 hours. No further information available.